Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer changed the controller board for drawer one. After replacing it and turning the station back on, drawer one still didn't work. The engineer then replaced the controller for drawer six, powered the station on, and checked that the firmware was updating for the full-height matrix drawers. Once that was done, the application started up. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.